Event description:
It was reported that a tl60 was used during a right hemi-cholectomy/large bowel. It was reported by the affiliate that no staples fired. The adjusting knob was turned until the gap setting indicator was in the firing range. The safety was then released and the surgeon pulled the trigger handle to fire the staples. No staples fired and the procedure was completed using another tl60 stapler. There was no consequence to the pt.